Manufacturer narrative:
Unit power up properly after battery installation. Unit passed displacement test and self test. Unit received with unexpected battery power loss, low active current measurement and high sleep current measurement due to corroded battery tube. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked case (battery tube) ad cracked case-corner of belt clip rails. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump won¿t turn back on and unable to read. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed and customer was advised that pump is still usable but to monitor it. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.